Manufacturer narrative:
Corrected data: date of event. Additional information: type of report? Type of report. If follow-up, what type?

Manufacturer narrative:
The biomedical engineer reports that the hard drive on the cns (central monitoring system) crashed. The biomedical engineer immediately replaced the hard drive with a spare. Customer has not decided whether to send the device in for repair or purchase a new hard drive. No additional information was provided. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the hard drive on the cns (central monitoring system) crashed. The biomedical engineer immediately replaced the hard drive with a spare. Customer has not decided whether to send the device in for repair or purchase a new hard drive. No additional information was provided.